Event description:
It was reported that post implant, the r-wave amplitude could not be tested. It was noted that the patient had an intrinsic rhythm. When running the r-wave sensing test, the message -insufficient intrinsic rhythm can not complete the test- displayed. The pacing system analyzer showed an r-wave amplitude of 5.6 mv during implant. Decreasing the sensitivity to the minimum value did not resolve the issue. The physician elected to explant and replace the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.